Event description:
A liquid level sensor used as part of a blood processing machine has been malfunctioning, leading to overheating and in certain instances combustion of materials. As part of an investigation into the cause(s) of this behavior, honeywell has supplied the advanced material centre with several sensor devices for inspection and investigation. Examples of the failed sensors which had been reported to have caught fire were not available for inspection and testing, thus honeywell has supplied various examples of sensors which have been in service for some time. Also supplied for inspection were a number of new liquid level sensor devices. The overall aim of the investigation was to inspect/investigate the various samples in order to determine the presence of any flaws or design problems which may give rise to the malfunction described previously.